Event description:
It was reported that during the implantation of an implantable pulse generator (ipg) device and associated leads, an issue occurred while connecting the atrial lead to the device. After screwing the lead into the header of the device the user received an atrial lead warning. The set screw associated with the lead in the header of the device was still attached to the wrench and could not be reengaged by the physician. The device was then explanted and replaced and was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the returned device was missing a set screw. Concomitant medical products: product ID 5076-45, implantable pacing lead, implant date (B)(6) 2013' product ID 5076-52, implantable pacing lead, implant date (B)(6) 2013. (B)(4).